Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a gastrointestinal bleed event. The patient had two arteriovenous malformations clipped status post ilestomy. Right lower extremity chronic critical limb ischemia status post right superficial femoral artery stent and ventricular tachycardia status post ICD hospital course notable for deep vein thrombosis in left upper extremity on (B)(6) 2019. Arterial study was consistent with atherosclerotic disease involving lower extremity with loss of normal triphasic flow. Distal flow remained normal.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate 3 lvas could not be conclusively determined through this evaluation. The account communicated that the patient had a gi bleed after an ileostomy procedure. The patient also had critical limb ischemia in her rle after a right superficial femoral artery stent was placed and experienced vt after ICD placement. The patient¿s hospital course was notable for dvt in her lue. Additional information was requested, but not provided. The patient remains ongoing on heartmate 3 lvas. No product is available for investigation. The heartmate 3 lvas IFU lists bleeding, cardiac arrhythmia, venous thromboembolism, and arterial non-central nervous system (cns) thromboembolism as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This IFU provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.